Event description:
It was reported by the pt that he went for a scheduled retrieval of an ivc filter and the doctor could not retrieve it, as it was tilted. According to the pt, the doctor did not give him any indication of future plans to retrieve it. The pt expressed concern that he is young and now has to live the remainder of his life with this filter. He wanted to know what the risks were for him. He was referred to his primary care provider. Indication for the placement of the filter was a clot in his leg. Following surgery to remove some of his intestinal tract due to severe colitis. According to the physician, the apex was imbedded in the wall of the cava and he could not retrieve it. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample remains implanted, so a sample eval could not be performed. Based on the info received, the results are inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) states the following: warnings: do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena caval wall. Note: it is possible that complications such as those described in the "warnings, precautions and potential complications" section of this IFU may affect the recoverability of the device or foreign body and result in the clinician's decision to have the device or foreign body remain permanently implanted.